Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Rep reported that patient was revised for stability. A 16mm ps insert was revised to a 3x22 ts insert. Rep reported that no further information is available.